Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. The customer treated his low blood glucose by eating. The customer stated that they were still with manual injections. The customer stated that they were having blood glucose of 60 mg/dl most of the time. The customer declined to be transferred to the help line. The insulin pump will not be returned for analysis.